Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the right ventricular [rv] lead was oversensing and the rv and atrial leads had electromagnetic interference that occurred when the patient was beside an exposed wire from a broken light while in a swimming pool. The patient underwent multiple device checks over a two week period for additional lead surveillance; the rv and atrial leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.